Event description:
Laparoscopic nephrectomy - "mark mantle - consultant urologist. Surgeon put fibrilar through port. Port went into patient." Patient status: ok.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to FDA.